Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#: 0222619265, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that examination on (B)(6) 2022 revealed serous flow from the scar on the patient¿s back. The event resulted in in-patient hospitalization. Laboratory testing was performed on (B)(6) 2022 revealed a high crp (c-reactive protein) and leucocytes. The device diagnosis was indicated as not applicable. The clinical diagnosis was serous flow. The entire system (pump and catheter) was explanted on (B)(6) 2022. The device system was not replaced. Device disposition was unknown. The event had resolved without sequela as of (B)(6) 2022. Regarding etiology, the relationship of the event to the device or therapy was possibly related, and unrelated to the implant procedure. The patient was (B)(6) at the time of consent. Additional information was received from a healthcare provider via clinical study on 2022-mar-09. Intervention included administration of antibiotics on (B)(6) 2022.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The clinical diagnosis was updated to scar infection (previously serous flow). The incisional site/device tract was lumbar site. On (B)(6) 2022 a wound smear and blood test were performed. After discussion with doctors, the conclusion was to explant. The patient required in patient or prolonged hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. Laboratory testing results (date of test (B)(6). 2022) had included the following; ¿leuco +++, coques gram positif +++, crp 218, leuco 11¿.